Event description:
Additional information received reported that the patient was deciding if they were going to have a full revision or pocket revision only.

Manufacturer narrative:
B5: the patient's device from this time is still considered active (in use) in patient registration, and no new scs system is registered to the patient or shown as implanted. It is logical that the patient is referencing revision when they say their battery was replaced at this time (follow up will be attempted to clarify). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient recounted that in maybe 2016 or 2017 they fell on their right side where their stimulator was, and broke their wrist (needed screws to fix), and couldn't get it to sync with their programmer; also may have unhooked a wire or something that needed to be fixed. Patient said they met with a manufacturer representative (rep) at the doctor's office and they did surgery and went back in and replaced the battery.

Event description:
The patient reported that in 2018 their leads had come loose and it was corrected by the patient's doctor. Patient is currently awaiting to see their hcp.

Manufacturer narrative:
Continuation of d10: product ID 3777-75; serial# (B)(6), implanted: (B)(6) 2007; product type- lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a loss of stimulation and loss of therapy. There was a report that the patient was not feeling the stimulation like they use to and sometime they feel stimulation faintly. The patient reported they had a fall/accident on (B)(6) 2016 and broke their wrist in five different places. The patient went roller skating and fell. It was reported that their hand broke in multiple places requiring surgery. They had been on pain medication until recently. For the last two weeks, they haven't been taking any medication and they were not feeling stimulation like they use to. They tried to adjust the stimulation but that didn't help. The patient was not sure if anything moved and they wanted to meet the manufacturer representative (rep) to check their implant. The patient was not getting the same stimulation and the implantable pulse generator (ipg) was "flipping." There was a report that the impedance check was good and the patient following up with the physician but would decide what procedure would be performed. It was reported that the patient was reprogrammed. Relevant medical history includes non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.